Event description:
During preventative maintenance of the device, the service representative reported the roller pump display did not function as expected. The representative also reported the speed control knob on the roller pump was loose. The device is being returned for further evaluation. Since the event occurred during preventative maintenance of the device, there was no patient involvement during this event.

Manufacturer narrative:
Evaluation in progress but not yet concluded.